Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon insert component was not confirmed. -device evaluation and results: not performed as no items associated with the event were returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: review of the device history records was satisfactory. -complaint history review: there have been no other events for this lot. The reported event was not confirmed based on the limited information that was provided. Further information such as x-rays, medical records, clinical history, progress notes, op reports and examination of explanted components is required to determine the root cause. No further investigation is required at this time.

Event description:
It was reported that there was a revision of knee due to soft tissue damage and limited range of motion.

Event description:
It was reported that there was a revision of knee due to soft tissue damage and limited range of motion.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.